Event description:
It was reported that the bd nano¿ 2nd gen pen needle had mix of product types in pack. The following information was provided by the initial reporter: (B)(6) 2024 I am writing to bring to your attention a matter of concern regarding the sale of counterfeit pen needles in the bhagirath place wholesale market. Our wholesaler, united surgico, recently brought to our attention that they have come across counterfeit pen needles at their wholesale counter. Party sachdeva is involved in selling these counterfeit medical products. Furthermore, there is information suggesting that other entities within the pharmaceutical market might also be dealing with the same product (B)(6) 2024 can we check with ireland plant site if this lot was produced by them for bd. If you look at the two pictures attached the outer carton is for bd ultrafine needles whereas the actual product inside is micro fine needles. So the below information might be pertaining to micro fine needles instead of ultra fine (320179) could you check with mfg site when this lot# was manufactured and when and where was this invoiced? We can have a short call in case of any doubts. (B)(6) 2024 the wholesaler in india has recently brought to our attention that they have come across counterfeit pen needles at their wholesale counter. We have checked the batch was not repackaged in bawal india. But we need your help to check with manufacturing plant in ireland whether the packaging lot (bulk) is produced from ireland.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 12-feb-2024. H6: investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle had mix of product types in pack. The following information was provided by the initial reporter: 10-jan-2024 I am writing to bring to your attention a matter of concern regarding the sale of counterfeit pen needles in the bhagirath place wholesale market. Our wholesaler, united surgico, recently brought to our attention that they have come across counterfeit pen needles at their wholesale counter. Party sachdeva is involved in selling these counterfeit medical products. Furthermore, there is information suggesting that other entities within the pharmaceutical market might also be dealing with the same product 12-jan-2024 can we check with ireland plant site if this lot was produced by them for bd. If you look at the two pictures attached the outer carton is for bd ultrafine needles whereas the actual product inside is micro fine needles. So the below information might be pertaining to micro fine needles instead of ultra fine (320179) could you check with mfg site when this lot# was manufactured and when and where was this invoiced? We can have a short call in case of any doubts. 15-jan-2024 the wholesaler in india has recently brought to our attention that they have come across counterfeit pen needles at their wholesale counter. We have checked the batch was not repackaged in bawal india. But we need your help to check with manufacturing plant in ireland whether the packaging lot (bulk) is produced from ireland.